Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, customer initiated an extended bolus however did not consume any carbohydrates. Systems check with tandem technical support confirmed the pump is functioning as intended.